Manufacturer narrative:
The device was received not deployed. The download data shows an 0x41 alarm was generated during operation, indicating there was an error in the spring connection with the commutator cap. Rotational sensor errors were present in the download data. This rotational sensor malfunction caused first prime to end prematurely and resulted in the completion of second prime without the needle mechanism deploying. Rerun of the pod replicated the rotational sensor errors and produced an 0x42 alarm. Inspection of the rotational sensor assembly found no damages or defects that would contribute to the rotational sensor malfunction. The root cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached above 250 mg/dl while wearing the pod between 1 and 4 hours. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. No treatment was provided.